Event description:
On (B)(6), 2009, this patient underwent repair of an abdominal aortic aneurysm with two gore excluder aaa endoprostheses. It was reported the patient was lost to follow-up. On (B)(6), 2010, the patient presented to the emergency room, and a computed tomography angiograph (cta) showed an aortoduodenal fistula, which was causing an infection around the gore excluder aaa endoprostheses. A conversion was performed the same day to explant the gore excluder aaa endoprostheses. The physician also reported there was a lack of proximal landing zone, causing a type I endoleak and aneurysm enlargement. The devices were explanted with no issue, and the patient tolerated the procedure. Additional information has been requested.

Manufacturer narrative:
Method - a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device implanted on (B)(6) 2009 and involved in this event: pxc141200/(B)(4).